Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The sensor was replaced and returned for analysis. However, the reported event could not be confirmed as the device performed as intended. No anomalies were observed.

Event description:
On (B)(6) 2019, senseonics was made aware of a situation where a device is to be removed early due to sensor inaccuracy.